Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result surgical intervention was undertaken wherein their left lead was explanted and replaced. Effective therapy was established postoperatively.